Manufacturer narrative:
The insulin pump was received with no button response due to unlocked lcd keypad connector. The displacement test was unable to be performed due to no button response. The insulin pump was received with cracked reservoir tube lip, minor scratches on the lcd window and scratches on the reservoir tube window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 90 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer advised the esc button is unresponsive and responds intermittently. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.